Event description:
Medline IV start kit with flush without luer kit came with syringes that do not have a safety on them. The product number is dynj58454 and the lot number is 2019102390. Manufacturer response for IV start kit, (brand not provided) (per site reporter). Working with manufacturer to identify cause of improper syringe in kit.